Event description:
It has been reported to co that upon removal of this device from the packaging, it was noted that the coil of the device had separated. There was no pt involvement. The device is being returned for co's analysis.